Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. The patient was given antibiotics over the course of several days to address the infection.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient's infection at ipg site has resolved.